Event description:
The customer alleged they received a questionable glucose results on their chemstrip 10 test strip. The patient's glucose result from the chemstrip was negative and it was reported outside the laboratory. The customer stated the patient was then tested in the laboratory and the result was positive. The specific laboratory result was requested but not provided. This result was then reported outside the laboratory, as well. It was unknown if the results came from the same patient sample. There were no adverse events. The provided chemstrip 10 lot number was 1203479; however, it was unknown if that was the correct lot number.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. There was no customer material available for investigation.